Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The pump's indication for use wasn't provided. The hcp reported that she filled the pump on (B)(6) 2016 and the patient had an "adverse reaction" and was admitted to the hospital. The hcp thought it might have been a fill into the abdomen instead of the pump. A supplemental report will be provided if additional information becomes available.